Event description:
Patient reported intense pain and the formation of a knot in the breast. Patient has existing fibro adenoma/ lymph nodes and a cyst (additional removal). Device has been explanted. This record relates to right side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported ¿intense pain and the formation of a knot in the breast¿, ¿capsule tear¿, "existing fibro adenoma/ lymph nodes and a cyst" and textured implant exchange. This captures the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device was explanted.

Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product and confirmation from the physician has been requested. No additional information is available at this time. Reason for reoperation: ¿intense pain and the formation of a knot in the breast¿, ¿capsule tear¿, "existing fibro adenoma/ lymph nodes and a cyst" and textured implant exchange.

Event description:
Patient reported ¿intense pain and the formation of a knot in the breast¿, ¿capsule tear¿, "existing fibro adenoma/ lymph nodes and a cyst" and textured implant exchange. This captures the right side. Device remains implanted.